Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working and that the screen could not be changed. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer requested service. Investigation is ongoing.

Manufacturer narrative:
H10: the service engineer (se) replaced the touchscreen and reported that the touchscreen functionality was restored and tested. The se performed a performance verification and safety test, and the device passed all specifications. The system meets the specification for the performed service and is returned to use.